Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not reproduced. The samples were indicative of samples at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive result for one patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was retested on a different platform the cepheid rapid pcr assay that generated a sars-cov-2 negative result. On (B)(6) 2021 the customer observed a sars-cov-2 positive result for a 2nd patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on cepheid rapid pcr assay that generated a sars-cov-2 negative result. Patient sample was collected using nose and throat swab in cobas pcr media 4.3ml. This is not a recommended practice for sample collection. Standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The positive results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Correction to an inadvertently added statement that indicate that the investigation was ongoing but the investigation had been completed and was not ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the (B)(6) alleged that they received potential false positive results for patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive result for one patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was retested on a different platform the cepheid rapid pcr assay that generated a sars-cov-2 negative result. On (B)(6) 2021 the customer observed a sars-cov-2 positive result for a 2nd patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on cepheid rapid pcr assay that generated a sars-cov-2 negative result. Patient sample was collected using nose and throat swab in cobas pcr media 4.3ml. This is not a recommended practice for sample collection. Standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The positive results were reported out to the patients and/or personnel treating the patients. Two (2) mdrs will be filed one for each sample as per FDA guidance.